Event description:
Procedure: gastrectomy. According to the reporter: the stapler did not staple, cutting only. The suture was performed manually. The surgical time was extended around 30 and 40 minutes. Because of the problem there was damage to the tissue due the manual suture that must to be performed. Medical history: asthma, hypertension, smoker and ex-alcoholic.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)